Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "rep was attempting anchor c implant and thread stripped on inserter."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the inserter was visually inspected upon return. The returned anchor c low profile inserter does not present any damage or deformation. Functional inspection: assembly of a cage to the low profile inserter is easily possible and fully functional. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the returned inserter was inspected but not found damaged and assembly to a cage was easily obtained. No anomaly that could be associated with the event was reported during the manufacturing of this batch. The event did not lead to surgery delay and no adverse events were reported. The reported event has not been confirmed, no further assessment is deemed necessary.

Event description:
It was reported that, "rep was attempting anchor c implant and thread stripped on inserter."